Event description:
Info was received via a medical examiner that stated that a patient had expired and was using the MFR's medical device. There were no information given to indicate that the device did or did not cause or contribute to the reported death. The office called asking how to access the pump for information for his autopsy. The office was directed to return the device of the MFR to have the event history log downloaded and for evaluation. The only information that the coroner would provide was that the patient was found by father dead in 2007 with time of death between 7:00 - 11:00 pm, of that day.

Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification. The event history log was downloaded and analyzed. A review of the ehl and program report showed no significant anomalies. It was noted that it appears that the user typically entered his target blood glucose of 130mg/dl when programming a correction bolus, rather than his actual blood glucose.